Event description:
Shortly after an implant procedure, the patient reported abdominal pain. The surgeon believed that the paddle lead was causing stenosis in the epidural space. The patient was reimplanted with percutaneous leads.

Manufacturer narrative:
The explanted product was discarded by the medical facility and will not be returned for evaluation.